Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and 15 days post procedure the patient experienced multiple strokes caused by atrio-esophageal fistula and expired. The patient's cause of death was reported to be the radiofrequency ablation. No hardware or system malfunctions on the day of the procedure. Other devices used were octaray mapping catheter, carto 3 system, and ngen generator.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31673600l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).